Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer reference number: 2017865-2021-28986. It was reported that the patient presented in clinic. Device interrogation revealed the left ventricular (lv) lead exhibited failure to capture due lead dislodgement. The lead was explanted and replaced. When the chronic lead was being explanted the new lv lead dislodged, the new lv lead could not be re-implanted in the coronary sinus (cs). The physician elected to implant a left bundle branch (lbb) lead. The patient was stable post procedure.